Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc cruciate tray, catalog #: 141231, lot #: j3734099. Vanguard ps tibial bearing, catalog #: 183620, lot #: 826490. Vanguard femoral pegs, catalog #: 183099, lot #: 827330. Series a patella, catalog #: 184762, lot #: 047990. Series a patella, catalog #: 184762, lot #: 818530. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation has begun, and once it is complete, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11108, 0001825034-2018-11109, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent total left knee arthroplasty. Subsequently, patient is experiencing loosening.

Manufacturer narrative:
(B)(4). Unique identifier (UDI): (B)(4). Medical products - series a patella, catalog #: 184762, lot #: 047990 needs removed as this product was not implanted during the patient's initial procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information has been provided that attributes radiolucency/ loosening to the tibial component. The femoral component is no longer considered related to the event which is being reported on 0001825034-2018-11109.

Event description:
It was reported that the patient continues to experience pain to left knee, and radiolucency of tibia component post left knee arthroplasty. The patient has been indicated for revision, however, none has been reported to date.